Event description:
Additional information reported the onset of the infection was (B)(6)-2013 and that the primary location of the infection was the de vice pocket. Symptoms included redness and swelling. It was reported that cultures were taken at the device pocket and that the type of organism cultured was (B)(6). Intravenous antibiotics were used to treat the infection. It was noted that a partial device system explant was performed. The issue was reported to be ongoing. The generator, extension, and lead were removed and reinserted and removed again in (B)(6)-2013 (the exact date was unclear). It was reported the patient did not have meningitis. The patient¿s risk factors before implantation of the device were reported to be diabetes.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had not been seen at his healthcare provider¿s office since (B)(6) 2013.

Event description:
The patient¿s device was removed due to an infection. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient had an infection at the right implantable neurostimulator (ins) site. It was stated the right ins was removed. It was noted the patient had pus draining from their incision behind the right ear and therefore the entire deep brain stimulation (dbs) system was removed on the right side. It was noted there was no plan to re-implant the right side. It was stated the patient was seen on (B)(6) 2014 and their incisions healed well. It was noted there was no evidence of infection. It was stated their sutures were removed without difficulty. It was stated the patient's tremor had not returned. It was noted the patient was doing well without the right side dbs system. It was stated the patient continued to use the left side dbs system. Follow-up complete.

Manufacturer narrative:
Product ID 3387s-40 lot# va0c6y3, implanted: 2013 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension. (B)(4).